Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Evaluation of the returned product found the iol was folded correctly and remained inside the nozzle. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down till the end. Based on the investigation of returned sample, the lens was folded correctly at the confirmation point including trailing haptic figure. We assume that the preloaded could be used normally but the user stopped to use just in case. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a ks-1 aq2017v preloaded injector lens, -22.5 diopter, but when pushing forward the rod, the surgeon found the figure of trailing haptic was unusual. The surgeon stopped using the lens and there was no patient contact. Another same model lens was implanted within the same surgery and the problem was resolved.

Manufacturer narrative:
Corrected data: "22.5 diopter" should be corrected to "22.5 diopter" in the initial MDR. (B)(4).